Event description:
It was reported that during a laparoscopic incisional ventral hernia repair procedure, one of the jaws from the grasper broke off and fell into the pt. They removed the jaw through the trocar and used another like device to complete the procedure. The surgeon did not do an x-ray but was sure there was no piece left in the pt. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device batch #s; additional info - f9gv60, f9gx5k and f9gw2c.